Manufacturer narrative:
Batch review performed on 19 april 2023: lot 2009254: (B)(4) items manufactured and released on 16-dec-2020. Expiration date: 2025-dec-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
During manual rotation without sufficient traction during reduction, the head hit the rim of the cup and caused a fracture in the calcar. The leg positioner was used, but when the fracture occurred, the rotation was done manually. The surgery was successfully completed by fixing it with a nespron cable.